Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection performed by an authorized service center showed the magnet switch blocked. A functional evaluation performed by an authorized service center found the motor ball bearings damaged and the gear box was worn out. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that during a surgery, a motor drive unit was overheating, and stopped working. It is unknown how the procedure was resumed or if there was a surgical delay. No further complications were reported.